Manufacturer narrative:
During inspection the service technician was not able to reproduce the alleged malfunction. The investigation is ongoing. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
The customer alleged that the back section of the trusystem 7500 surgical table top suddenly fell down. It was confirmed that there was no harm or injury to patient or caregiver. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
The customer alleged that the back section of the trusystem 7500 surgical table top suddenly fell down. It was confirmed that there was no harm or injury to patient or caregiver. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
During investigation of the reported event the following was determined: the field service technician was not able to reproduce the allegation or any product issue during the on-site investigation. The alleged event could not be confirmed, the log files did not show any malfunction or movements of the back section. The device is working as intended. Therefore, no further action is required.